Event description:
It was reported that an ao60g lens was inserted into the right eye. A tear occurred in the posterior capsule during cataract removal, but was not detected by the surgeon until the lens was inserted into the eye. The incision was enlarged, iol was removed, vitrectomy was performed, and a sulcus lens was implanted. According to the surgeon, the patient's prognosis is excellent. Please reference MDR#: 1119279-2011-00211.

Manufacturer narrative:
The delivery device was not returned. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.